Event description:
It was reported that this lead exhibited oversensing of myopotential noise associated with a suspected fracture. This lead was subsequently surgically abandoned. No additional adverse patient effects were reported.